Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. This reported problem was confirmed. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures. The measures used for repairing the defects are listed as follows, the motor and motor cable along with hand control set and defective o-rings were replaced. The preventive measures used for repairing the defects are listed as follows: "micro": upgrade "1.25" performed; "micro": preventive replacement of o-rings performed; functional test performed; hipot test completed; electrical safety test completed; functional test according to test procedure completed; safety test checklist enclosed; unit safety test (iec60601-1/din en 62353) performed; unit modified according to guideline of the manufacturer. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. The root cause for this failure is determined to be, defective buttons, out of range keypad values and cable's insulation resistance, leaky device, corroded motor and short circuit in motor cable. The original serial number of the current device was sold as a spare part, no DHR is available because the original serial is manufactured by (B)(4) is unknown. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the buttons of the device doesn't work. The customer has requested an upgrade 1.25 to be carried out. The issue occurred post-op to an unknown procedure and there was no impact on the patient. The procedure was completed with no surgical delay by using a replacement device.